Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that the patient experienced high blood glucose (bg) event due to bent cannula on (B)(6) 2026. The insertion site was abdomen. The infusion set was used for few hours. The blood glucose (bg) was high for 3-4 hours. The blood glucose was 15 mmol/l and was treated with insulin via correction bolus and multiple daily injection (mdi). No further information available.